Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor, press plugs and the bearings.

Event description:
The remb recip saw was tested during routine servicing. Upon evaluation it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.